Event description:
A materials mgr reported "poor vacuum" during a cataract intraocular lens implant procedure. Following a delay of less than five minutes, and a system exchange, the procedure was able to be completed with no pt harm.

Manufacturer narrative:
The company rep examined the system and could not duplicate the customer reported problem. The system was then tested and met all product specifications. No samples were returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).